Event description:
The facility reported an infusion pump that failed the volume delivery during biomed testing. The facility representative stted that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.